Event description:
It was reported that the zimmer meshgraft ii unit "gave a bad graft and did not have diamond shape cuts." Add'l clinical f/u with the hosp indicated that the initial graft appeared to have long slits in the tissue but only very few perforated diamond shaped holes, and it was not able to be expanded to desired ratio/size. The staff verified the carrier had been correctly positioned with the grooved side up. An additionally harvested donor site graft was reported to have been meshed successfully with the same meshgraft ii device. The amount of increased surgical time to harvest and process the add'l donor site harvest was minimal. No add'l surgical intervention was reported.

Manufacturer narrative:
The device was returned to the MFR for repair. The svc record indicates that the device is 32 years old has been in 2 times for repairs. The last repair was on (B)(4) 2006. The inspection found the ratchet was difficult to fit onto the device and the cutter and roller were dull. The likely cause of the reported complaint was a device with worn components due to a lack of preventative maintenance. While the test cuts were acceptable, the cutter and roller were dull. The graft thickness, which produced the unacceptable result, was not known. Clinical f/u did indicate the subsequent graft was taken with the same device, and produced an acceptable result. Again the graft thickness, which produced the acceptable result, was not known. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for svc or preventative maintenance since (B)(4) 2006. The zimmer meshgraft ii should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.